Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. While in the hospital, customer was treated with intravenous insulin and released on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Reportedly, customer uses humalog insulin in the pump cartridges for 3 days at a time; however, the pump cartridge prior to the hospitalization had only been in use for 24 hours. Customer was reminded that humalog is indicate for use up to 48 hours.